Manufacturer narrative:
An event of split at dilator tip while trying to introduce sheath was reported. The investigation at abbott found that tip of dilator was damaged split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The exact cause of the reported incident could not be conclusively determined. Abbott is performing further investigation to monitor this issue.

Event description:
It was reported on (B)(6) 2024 an unknown device was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels was > 200 seconds, and heparin was administrated. During procedure, it was noted that the dilator tip had a split while trying to introduce sheath. A new 14 amplatzer torqvue 45x45 delivery sheath was chosen but had the same issue noted. The device was implanted using a new 14f amplatzer torqvue 45x45 delivery sheath. The patient was reported stable and fine.

Event description:
It was reported on (B)(6) 2024 an unknown device was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels was > 200 seconds, and heparin was administrated. During procedure, it was noted that the dilator tip broke off while trying to introduce sheath. A new 14 amplatzer torqvue 45x45 delivery sheath was chosen but had the same issue noted. The device was implanted using a new 14f amplatzer torqvue 45x45 delivery sheath. The patient was reported stable and fine.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.